Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within acceptable ranges. The customer followed recommended maintenance procedures, including re-running calibration and quality control, which also yielded results within specified limits. No leaks or instrument-related issues were identified. The investigation was limited as no sample material was required for further analysis. The root cause was attributed to a single false reactive result, which is consistent with the claimed specificity of the assay as described in the method sheet. Repeatedly reactive samples must be investigated using supplemental methods, such as immunoblot or hcv rna detection.

Event description:
The initial reporter alleged a discrepant reactive result for one donor sample tested using the anti-hcv g2 elecsys cobas e 100 assay on the cobas e411 disk analyzer. In the first run, a serum sample collected in an sst tube generated a result of 22.64 coi (reactive). In the second run, a plasma sample from a blood bag with cpda1 anticoagulant generated a result of 23.9 coi (reactive). In the third run, another plasma sample from the same blood bag with cpda1 anticoagulant generated a result of 17.3 coi (reactive). On (B)(6) 2023, the sample was sent to the research institute for tropical medicine (ritm) for confirmatory testing, which reported the sample as non-reactive for hepatitis c virus (hcv). The specific method used for confirmation was not provided.